Event description:
The pt reported that she underwent a contour thread procedure two (2) years ago. Two (2) contour threads were placed on each side of her mid-face region by dr. The pt reports that the threads on the right side of her face are okay. However, the threads on the left side of her face are palpable, sore and lumpy. Dr. Tried to remove the product two (2) months after the initial procedure but was unsuccessful. The pt sought a second opinion for removal of the product, and was told that she would have permanent scarring. The pt is still seeking info regarding removal of the contour threads. Note: the contour thread product line is no longer manufactured or sold by surgical specialties corporation.

Manufacturer narrative:
The date of event is estimated. Brow lift, neck lift, bi-directional midface contour thread. The device was not returned for eval. Furthermore, the product code/lot is unk. Results: the device was not returned for eval. No product eval can be performed.